Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to chronic pelvic pain, stress urinary incontinence, and pelvic congestion syndrome. Following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent removal of mesh material on (B)(6) 2012 by dr (B)(6) due to pelvic pain and urethral obstruction. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lap. Uterosacral nerve ablation and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent a laparoscopic supra cervical hysterectomy, and left salpingectomy, due to menorrhagia, dysmenorrhea and pelvic pain on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.